Manufacturer narrative:
The water hose is clogged, restricting water flow. Pinched tubing, worn out nozzle grip, damaged fc battery door, built up debris in water solenoid, damaged fc batteries.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a g137 cavitron jet plus, they alleged that water is turned up to full, but only sprays fine mist and insert gets hot. No injury was reported from the alleged event.